Manufacturer narrative:
As reported, the indicator wire loop of a 5f exoseal vascular closure device (vcd) did not deploy. The device was removed and manual compression was used instead. There was no reported patient injury. The device was intended to be used after a liver embolization intervention. The procedure used a retrograde approach, and the exoseal vcd was used for a hepatic angiography. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU) with no package damage observed. The femoral artery suitability was verified by angiography, with the vessel diameter confirmed to be =5mm, no visible calcium or plaque, no stent near the puncture site, and no stenosis >50%. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the site, and no difficulty occurred in connecting the sheath introducer. The indicator wire cowling locked properly and an audible click was heard. The device and sheath were retracted together until bleed back slowed, and no red was observed in the indicator window. Pulsatile flow ceased and retraction was continued. When the device was near skin exit, the operator attempted to press the plug but could not. There was no black color was observed on the indicator. After the procedure, the operator attempted pressing the device outside the body, but it is unknown whether this was successful. The patient had no adverse outcomes. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. A 5f non cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The indicator wire deployment simulation could not be performed, as the indicator wire was already fully deployed. However, a deployment simulation evaluation was performed and during this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was pproceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. Dimensional analysis was not performed on the received device, as no issues were identified during the functional analysis. Since the functional analysis was successfully completed with no anomalies detected, dimensional analysis was considered unnecessary. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire deployment difficulty unable¿ was not observed through analysis of the device since the device was received with the indicator wire fully deployed and was subsequently successfully deployed. The cause of the reported issue could not be determined, especially since the condition of the device received did not match the event reported, as it was received with the indicator wire fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator wire loop of a 5f exoseal vascular closure device (vcd) did not deploy. The device was removed and manual compression was used instead. There was no reported patient injury. The device was intended to be used after a liver embolization intervention. The procedure used a retrograde approach, and the exoseal vcd was used for a hepatic angiography. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU) with no package damage observed. The femoral artery suitability was verified by angiography, with the vessel diameter confirmed to be =5 mm, no visible calcium or plaque, no stent near the puncture site, and no stenosis >50%. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the site, and no difficulty occurred in connecting the sheath introducer. The indicator wire cowling locked properly and an audible click was heard. The device and sheath were retracted together until bleed back slowed, and no red was observed in the indicator window. Pulsatile flow ceased and retraction was continued. When the device was near skin exit, the operator attempted to press the plug but could not. There was no black color was observed on the indicator. After the procedure, the operator attempted pressing the device outside the body, but it is unknown whether this was successful. The patient had no adverse outcomes. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.